Event description:
It was reported that "this patient needs to have a PICC catheter placed. During placement, the customer found that the catheter¿s radian was not event, which led to difficulty in catheter introduction. The catheter was therefore replaced with another one, which was inserted successfully." 03/20/2023 - the returned stylet exhibited breaks and bends in the coil wire.

Manufacturer narrative:
The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 5 fr dual lumen powerpicc solo catheter with a coiled stiffening stylet and t-lock inserted was returned for evaluation. An initial visual observation showed use residue on the returned sample. A bend was observed in the stylet within the catheter at the 24 cm depth marker. The stylet was removed from the catheter and the bend was found to be approximately 13.5 cm proximal to the distal tip of the stylet. No break was found in the core wire of the returned stylet during tactile evaluation. A microscopic observation revealed at least two breaks in the coiled wire of the stylet at the location of the bend. The break sites in the coiled wire were observed to be angled and somewhat uneven. Some of the coils near the break sites were observed to be bent and deformed. Striations observed on the surface of the distal end of the catheter indicated that it had been trimmed with a sharp instrument such as scissors or a scalpel at the 42 cm depth marker. The weld tip of the stylet was observed to be present and intact. While the exact cause of the damage observed in the returned stylet could not be determined, possible causes include contact with a sharp instrument, accidental stylet damage during trimming of the catheter, and contact with a metallic instrument such as hemostats.